Manufacturer narrative:
The device history record of reported lot 6074961 was reviewed, and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. Without the return of the samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the complaint will be reopened for further investigation.

Event description:
It was reported that there was an intubation of the patient with an intubation probe of size 7.5, and after placement the balloon was found to be punctured, resulting in a change of intubation probe and double x-ray for the patient.